Event description:
It was reported that the external pulse generator was returned for repair. Per follow up, no additional information is available. The unit was found in the biomedical department of the hospital and no patient involvement was indicated. The device was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was dust on the display lens, the keyboard was scratched, the connector of the display and the ring cover were broken, the encoder flex was out of specification, pins of the connector were barely making contact with electrical traces on the flex, and the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was dust on the display lens, the keyboard was scratched, the connector of the display and the ring cover were broken, the encoder flex was out of specification, pins of the connector were barely making contact with electrical traces on the flex, and the main printed circuit board (pcb) was out of specification.